Event description:
This MDR is being filed as exposed implant material. It was reported, that following a urethral bulking implant material procedure, the patient experienced retention. The doctor performed a cystoscopy, where he observed and removed exposed implant material from the mid-urethra. The retention has resolved. Additional information has been requested, but has not been received. No further complications have been reported.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use states, that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from the techniques employed with alternative bulking agents. Contraindications included patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided. A review of bard dhrs (device history record) from june 2005 to july 2006 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The manufacturing parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. The lot number for this complaint was not provided therefore, it is not possible to identify the applicable DHR. Based on our DHR review, no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause.